Event description:
It was reported that a break occurred. An 45cm embold packing was selected for use. During the procedure, the coil parts were broken/separated. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter state: (B)(6). Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold packing device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as unable to exclude device problem.